Manufacturer narrative:
Patient code: 2692device code: 1438

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were recommended. The patient was in good condition.